Event description:
Reportable based on device analysis completed on 22-nov-2018. It was reported that difficulty to setup or prepare the device was encountered. During preparation of a 12.0 x 40, 75cm mustang balloon catheter, the balloon failed the aspiration test prior to use. After connecting to a 1/3 strength contrast syringe and aspirating, bubbles continued to fill the syringe. No patient complications were reported. However, returned device analysis revealed a balloon pinhole. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.